Manufacturer narrative:
--

Event description:
Additional information received that all measurements were within normal limits even the shock impedance. Only one low shock impedance was out of range which triggered the red alert. It was confirmed that there was no lead or device issue. No adverse patient effects were reported and the patient had a normal follow up.

Event description:
Boston scientific received information that low shock impedance measurements were observed on this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead through the remote monitoring system. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.